Event description:
Device was explanted due to eos. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status. The device was implanted for 106 months and 327 charging cycles were recorded in the icds memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery. The analysis of the shock holter data showed that an amount of 127 charging cycles was performed by the device within two and a half hours on october 30, 2022. As a result of that fast-successive charging the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the eri battery status. The amount of charge taken from the battery was verified, revealing the eri battery status to be as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. The shock was delivered, but the specified energy level was not reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. In the available iegms the occurrence of noise was observed in the right ventricular channel. This led to fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted from that fast-successive charging. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.